Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured after the first inflation. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance engineering determined that the balloon catheter was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There were no kinks noted to the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator filled with water was used to pressurize the balloon to 6 atm and fluid leaked from a pinhole in the middle of the balloon, 4 mm proximal to the edge of the distal maker band. There were scratches on the balloon distal and proximal to the pinhole. Product performance engineering determined that factors that can contribute to balloon rupture may include, but are not limited to, balloon damage during manufacturing, patient anatomy, lesion calcification, lesion tortuosity, interaction with other devices, insufficient preparation, or exceeding rated burst pressure (rbp). Analysis of the returned device revealed blood in the balloon and inflation lumen, suggesting a balloon rupture. Scratches were observed on the balloon distal and proximal to the pinhole. A scratch located near the pinhole suggests that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt, led to the balloon rupture. The scratch could have been a result of manufacturing, handling, interactions with patient anatomy or other devices. The inflation pressure applied and the lesion characteristics were not reported, which could have aided in the investigation. A definite root cause for the balloon rupture could not be determined, but it may be related to circumstances during the procedure. The lot history records for this product was reviewed and there are no non-conformances that could have contributed to this complaint. The MDR is considered closed by the product performance group.